Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the patient's omnipod 5 controller stopped charging, which led them to seek medical attention. We are unable to determine if any product condition could have contributed to the reported battery failure and hospitalization. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka) on (B)(6) 2024 at (B)(6). The patient's blood glucose levels reached 22 mmol/l (396 mg/dl). The patient stated that their omnipod 5 controller stopped charging during their holiday in turkey, which resulted in them being hospitalized. Symptoms reported include dizziness, disorientation, and going into a coma twice. The patient was diagnosed with hyperglycemic shock and falling into a coma. The patient stated that they do not remember what treatment was provided. The patient was discharged from the hospital on (B)(6) 2024.